Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump wake button was slanted. Button jams when pressed and starts to beep. Pump display turned on when pugged into a power source. Customer's blood glucose was 198 mg/dl. Customer continued pump therapy and had an alternate method of insulin therapy.